Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experience high blood glucose level. Customer's blood glucose level was over 500 mg/dl at the time of incident and customer's current blood glucose level was unknown. The customer will call back for possible pump replacement and to provide the hospitalization details. The customer unable declined troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.